Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 523 mg/dl at the time of incident. The customer stated that they were given insulin drips to treat the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for greater than 48 hours. The customer reported that they had issues with the insulin pump prior to hospitalization. The customer reported that they were unable to remove the battery cap out of the insulin pump. The reservoir will not be returned for analysis.